Event description:
Boston scientific received information that the device therapy was programmed off for an unknown reason. A local area sales representative was contacted, however, no further information was provided at this time. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.